Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that a pericardial effusion and tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross connect for laac kit was selected for use. During the tsp, the physician dropped down on the septum and buzzed inferior/mid location. The physician advanced the versacross rf wire, and noted that it was not crossing into the left atrium. The physician then went through the patent foramen ovale (pfo) and pulled back to advance into the inferior vena cave (ivc), dropped again and ended up advancing through the inferior mid stick that was initially buzzed. A pericardial effusion check was completed, and it was noticed a small effusion developed. The physician chose to continue with the 27mm closure device placement. The physician implanted the 27mm closure device in the laa. Pericardiocentesis was then completed to treat the effusion. The patient had normal blood pressure while in the recovery room and made full recovery. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet drugs at the time. In the physician opinion, there were no device malfunction or contribution to patient complication, but the complication happened due to the failed transseptal frost try.